Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was xx mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer will use back up pump for insulin therapy. Customer¿s blood glucose level was 315 mg/dl.